Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer.

Event description:
It was reported there was an issue with the display of coaguchek xs meter serial number (B)(4). The issue started the last week of (B)(6) 2022. The exact date of the event was requested, but could not be provided. The meter would only display lines on the screen. A display check of the meter was performed and the display was partial. Segments were missing from the results field of the display. The battery cover was removed and no debris was observed in the battery compartment. The patient measured a value of 1.9 inr in january while the display was malfunctioning. The patient's medication dosage was changed.

Manufacturer narrative:
The device was not returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.